Manufacturer narrative:
(B)(6). Concomitant medical products- unknown tibial tray, catalog # unknown, lot # unknown; unknown bearing, catalog # unknown, lot # unknown; unknown patella, catalog # unknown, lot # unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial knee arthroplasty approximately seventeen years ago. The patient will be revised due to a fall causing the femur to fracture. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The part number and lot number is unknown; therefore the device history record could not be reviewed and a complaint history search for related complaints could not be conducted. No device was received; therefore the condition of the component is unknown. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Root cause was determined to be a external factors as the patient fell and the revision was not caused by an implant failure. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.